Event description:
It was initially reported that the patient was referred for surgery on (B)(6) 2013 due to an unknown reason. Clinic notes dated (B)(6) 2012 indicated the vns generator was at high frequency cycling and the near end of service indicator (neos) was flagged as "yes". The battery charge dropped from approximately 50% in (B)(6) to approx 10% on this date. The output current was reduced to 1.75 ma due to limited battery power. The notes indicated that "battery is low and is not able to deliver the programmed settings." Follow-up with the neurologist revealed that after the device was turned down to 1.75 ma from 2.25 ma, there were no more messages received on the programming device. The physician did not believe he observed any high impedance during the visit but began to question this as he had not noted performing a system diagnostics on the device. The neurologist reported that if he performed a system diagnostics test on the device, he would have most certainly noted the results and the fact that it was performed on the clinic notes for the patient. The neurologist looked through the diagnostic history on the programming handheld computer, and he reported that he could not found any diagnostic testing on that date. It is unclear if the systems diagnostics showed high impedance or if the physician may have misinterpreted a low battery indicator message which resulted in him turning down the output current. There were no patient adverse events indicated in the notes. The patient was referred for generator replacement due to neos. The neurologist then looked through the operative notes from (B)(6) 2012 and reported that high lead impedance was observed during the day of the surgery after the new implant was connected to the old lead. The notes mentioned that the pin was taken out of the generator and was reinserted but high impedance was observed again. He explained that the notes were not very clear but mentioned that the plans were made to have a full revision performed and that the patient had some sort of appointment scheduled on (B)(6) 2013. The physician did not have any additional information as he was not previously aware that high impedance was found in the operating room. The implant card was later received which confirmed the generator replacement on (B)(6) 2013 due to battery depletion. The operative reported was later received by the manufacturer which indicated that operative indication included that the patient "noted a diminished palpable tingling and interrogation revealed a generator end of life. Plan was made for operative replacement. There was also raised the possibility of an increased impedance preoperatively that could be due to simple connection at the site of the generator. Plan was made for generator replacement only at this time". During surgery, the generator was released from the lead and a new generator was brought on the field and attached to the lead. The generator was then interrogated. "It was turned on and a lead test was performed but showed markedly elevated impedance consistent with a disconnection throughout the system. The generator was disconnected and the reconnected to the lead and again these same findings were discovered. Plan was then made for a second procedure for total lead replacement. The generator at this time was replaced in the subcutaneous pocket". The patient was closed, and the device was turned back on at the previous settings. Attempts for additional information have been unsuccessful to date. Attempts for generator product return are not possible as the explant facility does not return explanted products to the manufacturer for analysis per hospital policy.

Manufacturer narrative:
Review of device history records. Review of lead device history records confirmed that all quality tests were passed prior to distribution.

Event description:
The generator that was replaced on 04/04/2013 was received by the manufacturer for analysis on (B)(4) 2013. However, product analysis has not been completed to date.

Event description:
Product analysis of the model 103 generator explanted on (B)(6) 2013 was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The neurologist's office reported that he programming/diagnostic data was copied to a blank flashcard and mailed to the manufacturer for review, but the data has not been reviewed to date.

Event description:
A copy of the neurologist's programming/diagnostic data from the handheld computer was reviewed. There was no new diagnostic history available for the generator replaced in (B)(6) 2013 and no programming/diagnostic history available for the generator replaced in (B)(6) 2013. It cannot be ruled out that the sequence of interrogation and diagnostics was performed out of order on implant date which resulted in high impedance.

Event description:
It was reported on (B)(4) 2013 that the patient was scheduled for vns lead revision surgery on (B)(6) 2013. The surgery occurred as scheduled. After a new lead was placed, high impedance was still present with the existing generator that was implanted on (B)(6) 2013. The generator was tested with the test resistor, and high impedance was still observed. Therefore, a new generator was placed, and diagnostics were within normal limits. Product return is expected, but the devices have not been received by the manufacturer to date. Attempts for copies of the treating vns physician and surgeon¿s flashcards have been unsuccessful to date. The data has not been reviewed thus far.

Manufacturer narrative:
Review of manufacturing history records performed. Manufacturing history records of the generator implanted on (B)(6) 2013 confirmed that all quality tests were passed prior to distribution.